Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Additional information will be submitted within 30 days of receipt.

Event description:
Per information presented at the acc conference (march 2007): the male patient experienced a stent thrombosis with st elevation mi more than 12 months after cypher stent implantation in the distal lm (unprotected). This patient with a history of previous cerebral hemorrhage (30 years ago), previous setting of the mid-lad (1999) hyperlipidemia, former smoking habit, and a family history of cad presented to his physician with chest pain. He is allergic to antihistamines. He was referred for angiogram, which revealed severe left main (lm) disease for which he underwent stenting (unprotected) with a bare metal stent (2003). Five months later, he underwent repeat angiography, which revealed a restenosis of the previously placed stent in the lm. He was treated with the placement of a cypher stent placed overlapping the bare metal stent in the lm (procedural details unavailable). The patient underwent several surveillance angiograms post implantation, which showed that the cypher stent in the lma remained widely patent. Approximately 31 months post cypher implantation, the patient developed severe, substernal chest pain. This occurred approximately 24 hours post surgical hydrocele repair. He was ruled in for an acute antero-lateral st-elevation mi and was directed to the cath lab for intervention. Angiography revealed a 30% distal luminal narrowing of the previously placed cypher stent in the lm. Additionally, the patient had a 60% lesion in the mid-rca , a 50% lesion in the first diagonal branch, and a 90% lesion in the second diagonal per the procedural physician, "an obvious culprit lesion underlying the patient's antero-lateral wall st-elevation mi was not identified...possible diagnoses to consider include in situ thrombosis with spontaneous recanulization, transient vasospasm, or takotsubo cardiomyopathy.